Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection. As a result, the implant (bost411) had to be removed. Tooth location 14.

Manufacturer narrative:
Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number (2018100485). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018100485) for similar event and one (1) other relevant complaint was identified related to infection. Contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: (B)(4).

Event description:
No further event information available at the time of this report.